Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one onyx frontier coronary drug eluting stent to treat a tortuous, non-calcified lesion in the mid patent ductal arteriosus. The device was inspected with no issues. Negative prep was performed with no issues. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that inflation difficulties occurred. It was also reported that removal difficulties occurred, and there was difficulty removing the device prior to stent deployment. While trying to reposition the stent it became stuck in the vessel and pulled off the edge of the catheter, and did not deflate. It is believed that the event happened due to patient's anatomy. The patient is alive with no injury.

Manufacturer narrative:
Additional information: initial's reporter full name and phone number. Annex d code added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: one image was received of an onyx frontier shelf carton. Size on shelf carton is 5x18mm and lot number reads 0011914770, which matches what was reported. There is no device in the image provided therefore the complaint cannot be confirmed. Correction: annex a code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.